Event description:
It was reported that the right ventricular (rv) lead had triggered an alert for high thresholds and approximately two weeks later it triggered a lead integrity alert (lia) for high-rate, non-sustained episodes, some which appear to show noise and increased sensing integrity counter (sic). It was noted that the output was adjusted to address the increased thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 419388 lead, date of implant (B)(6) 2008; dtpb2d1 crt-d, date of implant (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.